Manufacturer narrative:
(B)(4). Insulin pump received with flashing medtronic logo due to moisture damage on electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Unable to download history files and traces using thump due to display anomaly. Moisture damage was also found on the motor and force sensor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked case on battery tube side and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.